Manufacturer narrative:
(B)(4). The device was not returned for evaluation as there were no reported device malfunctions or procedural complications. A device history report was able to be obtained from the lot number provided and there is nothing in the device history record that would indicate that the units were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 2017 the subject underwent the convergent procedure (day 0, post index procedure), after which when the subject returned to the ward post procedure, he was noted to have a left sided facial droop along with no movement when asked to smile and grimace, and some partial left ptosis. Brain CT scan showed no acute intracranial abnormality. Brain MRI showed small bilateral embolic-type infarcts involving multiple regions. Background features of established small vessel disease were also noted. On (B)(6) 2017, the subject was stable and a left facial droop was the only neurological sign that remained. Echocardiogram was performed to exclude cardiac source of emboli and showed normal left ventricle (lv) cavity size with impression of mildly impaired lv systolic function in the presence of af; visual ejection fraction was approximately 50%; no evidence of left ventricle hypertrophy; dilated atrium; mild aortic and mitral regurgitation; normal right ventricle size with reduced contractility. On (B)(6) 2017, the subject was alert and oriented and was discharged home. The subject was seen for the scheduled study 7-day post-procedure visit on (B)(6) 2017 with no additional complications noted and remains in study follow-up.